Event description:
On (B)(6) 2012, the patient contacted animas to report that he received a call service (cs) alarm with the subject pump. The patient reported that he received the alarm the morning prior at 5am. The patient informed customer support that he disconnected from the pump when he received the alarm because he was unfamiliar with the alarm and did not know what to do. The patient stated that when he disconnected from pump he went on injections using his own guidelines. At the time of the call, the patient stated he woke up that morning with a fasting blood glucose (bg) of 400 mg/dl. The patient claimed he had only been using his novolog pen for his insulin needs and confirmed he was not taking long acting insulin after disconnecting from the pump. The patient reported he took an injection of 10 units that morning to correct for the high bg of 400 mg/dl. The patient informed customer support that he felt nauseated and dry mouth. While on the call to customer support the patient retested his bg and it was up to 560 mg/dl. At the time of troubleshooting, customer support explained reason(s) for cs alarms. It was noted that cs alarm was cleared and the patient was able to complete rewind, load and prime steps successfully. The patient confirmed all pump settings, including the date and time, were correct. Customer support noted that the patient was going to insert a new site since he had removed old infusion set and then resume pump use. Customer support instructed the patient to discuss with hcp the backup plan guidelines if unable to use the pump. The patient was also reminded that customer support was available 24/7 for any questions or assistance he needed. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient¿s alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to clear the alarm as instructed in the owner¿s booklet.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported failure date is overwritten in the black box due the continuous use of the pump. The prime history shows the basal delivery was resumed after six hours of interruption on that reported date. The total daily dose shows below the programmed daily totals rate on (B)(6) 2012. The pump is able to power up normally and pass the 24 hours run test successfully, no alarms occurred during testing. For testing purposes, call service alarms were stimulated. The pump gave the appropriate audible and visible alert. The pump passes a 29 h flow accuracy test and found to be delivering within specifications. Opened the pump, the power flex and the force sensor were tested for intermitting conditions or damage, no defects were found, no moisture ingress observed inside. The rf transceiver was inspected and was found intact.